Manufacturer narrative:
Other, other text: updated information provided in b5 and h10. There was no patient involvement; therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0184602 is no longer considered reportable, please disregard any reports associated with it.

Event description:
Additional information received that there was no patient involvement.

Manufacturer narrative:
Operator of device is unknown. No further information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a system failure primary audible alarm. No patient injury reported.